Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 38.8-39.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that during a follow-up, loss of capture and oversensing noise were observed. Tachy therapy detection was disabled and patient was sent home with life vest. When the patient returned for lead revision, lead fracture and insulation damage were noted. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that prior to lead explant an increase in pacing lead impedance and a decrease in sensing were observed.